Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37746, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported controller screen was blank. Patient was not feeling anything, and it was not working. Patient noted it had been a couple of weeks and been in bed and not doing anything. Patient had personal issues as well. They could not troubleshoot due to lack of access to product. It was noted patient had no stim and was not feeling well, it had been a couple of weeks. Patient was advised if remote was still not working, patient needed to have ins checked. A replacement patient programmer (pp) would be sent, pp would not power on. No further complication and no symptoms were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4). If information is provided in the future, a supplemental report will be issued.